Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the u.s. Alleged the generation of discrepant results for a patient sample tested with the cobas® liat® sars-cov-2 & influenza a/b test. Specific data, including run ID and patient information, were not provided although requested. It was noted that the discrepancy was seen during validation, and no additional details were provided. No harm or injury was indicated. One MDR will be filed per FDA eua guidance.

Manufacturer narrative:
The investigation is still on-going. A supplemental report will be submitted at the conclusion of the investigation. (B)(4).

Manufacturer narrative:
No issues were identified with the complaint kit lot during the course of the investigation. (B)(4).